Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when the sensor was removed, the cannula was missing. The customer's blood glucose reading was 162 mg/dl at the time of incident. Troubleshooting indicated that the sensor may have been bent. The customer was advised that the device would be replaced and to return the product for analysis. No further details were provided.